Manufacturer narrative:
This event in occurred in france involving a dolomite gloss 600 rollator. Invacare is filing this medwatch in and abundance of caution due to the dolomite gloss 600 rollator is also sold in the u.s. And is a subject of field correction z-2445-2023. This device was manufactured at invacare rea ab in sweden in 2021, and the serial number falls in the range of the field correction. The product which is the subject of the MDR had not been received. Field correction z-2445-2023 was initiated due to premature failure of the seat during use, the plastic eyelets of the folding mechanism of the device's seat can break, and in a worst-case, the crossbar also breaks, and the rollator can collapse possibly causing injury to user. If additional information is received a follow up will be filed.

Event description:
The seat broke in the middle on a 2-year-old gloss 600 rollator. There were no injuries.